Event description:
The customer reported being admitted as an inpatient for medical treatment. The caller stated that he was running low for a day and his blood glucose reading was 16mg/dl. Troubleshooting was performed. Reviewed the programming and found that the customer was unsure of the device's settings. Referred to customer the health care professional to ensure the device's settings are correct. The customer stated that the insulin pump was not exposed to a high magnetic field. Assisted the caller to run the displacement test and passed. The customer mentioned that his blood glucose was low because he was not eating, and he does not feel the insulin pump was malfunctioning. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.